Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. The distal 25cm of the guidezilla shaft broke. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).